Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-mar-2017, fse arrived at the site to address the reported event. Fse replaced the syringe assembly to correct the issue. The customer then successfully ran several patients without any errors. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the large syringe.

Event description:
On (B)(6) 2017, the customer reported ongoing "706 l syringe" errors with their g8 analyzer. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.